Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of sensing integrity counter (sic) counts. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.